Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient reported he underwent a water vapor therapy procedure in (B)(6) 2023. He experienced infection and epididymitis on his right testicle. The patient went to the hospital and was prescribed antibiotics, and an ultrasound was performed. The patient stayed in bed for 2 months. There was no sperm on ejaculation, just clear prostate fluid. The patient did not have any orgasmic feelings. The patient went to see his physician and informed him that his right testicle was swollen. The physician checked the right testicle of the patient and told him that it is possible his right testicle was always bigger than the other one. The patient told the physician it was not the case. The patient asked the physician regarding the lack of sperm and orgasm, and the physician responded that these symptoms occur when people get older. He advised the patient to return after a year. The patient made an appointment with a different doctor at a hospital. The new doctor told the patient that he needed urolift as a scar tissue was forming and the patient was starting to have urinating problems. The doctor showed the patient the damage that was done to his vas deferens and there was a hole that burned into his right ducts from the water vapor therapy procedure. The patient is dissatisfied and was unaware of these possible complications that could develop from a water vapor therapy procedure, and was not told about these possible complications and risks.

Event description:
It was reported that a patient reported he underwent a water vapor therapy procedure in (B)(6) 2023. He experienced infection and epididymitis on his right testicle. The patient went to the hospital and was prescribed antibiotics, and an ultrasound was performed. The patient stayed in bed for 2 months. There was no sperm on ejaculation, just clear prostate fluid. The patient did not have any orgasmic feelings. The patient went to see his physician and informed him that his right testicle was swollen. The physician checked the right testicle of the patient and told him that it is possible his right testicle was always bigger than the other one. The patient told the physician it was not the case. The patient asked the physician regarding the lack of sperm and orgasm, and the physician responded that these symptoms occur when people get older. He advised the patient to return after a year. The patient made an appointment with a different doctor at a hospital. The new doctor told the patient that he needed urolift as a scar tissue was forming and the patient was starting to have urinating problems. The doctor showed the patient the damage that was done to his vas deferens and there was a hole that burned into his right ducts from the water vapor therapy procedure. The patient underwent a vasectomy due to his damaged ducts works, and there was damage to his urinary tract as well. The patient is dissatisfied and was unaware of these possible complications that could develop from a water vapor therapy procedure, and was not told about these possible complications and risks.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.